Event description:
It was reported that the customer received an auto-off alarm due to no interaction with the pump for an extended period of time. The customer was able to clear the alarm and resume insulin. Reportedly, the customer's blood glucose level was impacted (400 mg/dl) during troubleshooting with tandem tech support, the customer indicated that the safety feature would be turned off.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.